Event description:
It was reported to boston scientific on (B)(6) 2012 that this lv lead has diaphragmatic stimulation. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).